Manufacturer narrative:
The subject device was returned to olympus (B)(6), but not returned to olympus medical systems corp.(omsc). On (B)(6) 2021, olympus (B)(6) investigated this event as follows after receiving the information from user facility. Repair history of the item: repair history: no repair record since it is a single-use product. Occurrence of similar event in this facility: tb-0535fc of this hospital has not been repaired for this event. According to (B)(6), intake universal code: enp0003 (probe falling)--the probe was fractured and it was taken out from the patient body. Pae. The pae phase has been created, while the inspection results of the concerned item has not been received yet. This is a tier 2 (pae) case requiring lm investigation. Fuc will be updated later. On 2021/04/26, olympus (B)(6) updated olympus (B)(6) inspection result as follow: the device tb-0535fc was received. The lot number was 09k. The probe was fractured and the broken remnant was not sent for inspection. No cavity or poor quality of the material were found in the section of the cutting section. The wear caused by use on the grasping section of the teflon body could be seen. Cause: no poor quality of the material was found in the cutting section. Since it is a disposable surgical instrument that have been used, it was impossible to judge whether the user had used them for many times and whether the use met the specification requirements. If the clamping load was too large or the instrument was clamped to a hard object, the probe may break unexpectedly during output. Accidental dropping or bumping and use of hard objects to scrape off the dirt on the probe will also lead to accidental fracture of the probe. On 2021/4/28, omsc found that the phenomenon pointed out because it was not returned to omsc. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output. [Inspection] appearance. The exact cause of the event couldn't be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. Contact with non-insulated area of grasping section: the intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus medical systems corp. (Omsc) was informed by user facility on (B)(6) 2021 that during an unspecified procedure using the probe was broke into the patient and it was retrieved. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, olympus (B)(6) found that the wear caused by use on the grasping section of the teflon body could be seen.